Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump received power error detected alarm. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of incident. The customer reported that the insulin pump was alarming power error detected alarm in the night and the blood glucose level was going high. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump trace download analysis confirmed the insulin pump alarmed power error. The power management tool confirmed power error was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Unit received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, cracked retainer and scratched case.